Event description:
It was reported that the implantable neurostimulator (ins) was at end-of-service (eos). The manufacturer representative could not interrogate the ins with the patient or clinician programmers. It was stated that there was return of symptoms. The patient experienced a loss of therapy when she was using a treadmill during physical therapy in (B)(6) 2013, the patient was reportedly going too fast. The longevity was shorter than expected. The decision was made to replace both the ins and lead. Tests performed intraoperatively showed motor response thresholds were high. After replacement, impedances were good and therapy returned. It was noted that there was some discoloration in the connector block. It was later clarified that the patient had good therapeutic effect prior to the ins no longer functioning properly, which was why the patient wanted to have it replaced as soon as possible. The physician saw the patient the day after the report (week after replacement) and the patient was doing great.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 3037, serial# (B)(4), product type: programmer. Patient product ID: 3093-28, lot# v979687, implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type: lead. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information received reported that the patient¿s first implant went out after a little over a year. The patient¿s health care provider (hcp) and their nurse tried the patient¿s device and it wouldn¿t work and it was decided that it was bad and the patient needed to have it replaced. It was noted that the patient loved their current device and it was great. It was over a month before the patient could get their new implant put in and they were hitting the bathroom every 5 to 10 minutes during the end of (B)(6) 2013.

Manufacturer narrative:
Analysis of the neurostimulator, serial # (B)(4), found it functionally okay with insignificant anomalies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.